Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular tachycardia (svt). There were very small signals noted that caused a vector switch. Oversensing that lead to a signal artifact monitor (sam) was exhibited. Reprogramming recommendations were made for this ICD. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for supraventricular tachycardia (svt). There were very small signals noted that caused a vector switch. Oversensing that lead to a signal artifact monitor (sam) was exhibited. Reprogramming recommendations were made for this ICD. This ICD remains in service. No adverse patient effects were reported.